Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer experienced low blood glucose with unknown blood glucose levels at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as strokes. The customer was wearing the insulin pump during the incidents. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer also stated their pump was over delivering and they had to suspend it and it kept delivering even after being suspended. Troubleshooting was not completed as the customer was not identified. The insulin pump will not be returned for analysis.